Event description:
The manufacturer received information that a trilogy 202 ventilator returned to the manufacturer's service center for evaluation. There was no patient involvement, and no harm or injury reported. The ventilator was reported to have a broken alternating current (ac) power cable, and the customer could not charge the batteries due to this issue. The ventilator's ac cable was replaced and necessary checks carried out to certify the correct functioning of the equipment.